Event description:
It has been reported that prior to a coronary stent procedure, the hospital staff noted that the temperature indicator label was missing from the sterile pouch. No patient injuries or complications occurred.